Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient developed an infection at the left groin access site of two 6-12f mynx control vascular closure devices (vcds) post deployment. Two devices were deployed in the two left access sites. The patient was placed on antibiotics since the physician reported purulent discharge from the site. Image was provided to sales rep, which appeared to show inflammation on one access site per information reported. The devices will not be returned for evaluation.

Manufacturer narrative:
As reported, a patient developed an infection at the left groin access site of two 6-12f mynx control vascular closure devices (vcds) post deployment. Two devices were deployed in the two left access sites. The patient was placed on antibiotics since the physician reported purulent discharge from the site. The devices were not available to be returned for analysis. However, one image of the patient¿s groin was received for review. The puncture site appears raised with redness. No discharge or fluid was noted from the site. A product history record (phr) review could not be conducted as a lot number was not provided. Infections resulting from invasive procedures is a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event of ¿infection¿ could not be observed without the review of wound cultures. However, the image received indicates a reaction at the site, which could suggest an infection. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ neither the picture analysis, nor the available information suggests that the reported incident could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative action will be taken at this time.